Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the air gas module and moisture trap were defective and in need of replacement. Replacement of the defective parts solved the issue. No log files have been provided. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The expiratory cassette main function is to measure the expiratory gas flow using the flow meter inside the expiratory cassette. The cause of the claimed issue has been determined and the issue was related to the defective and replaced parts. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # were required. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unit, d4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440, d4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing. Corrected unique identifier (UDI) #: (B)(4).

Event description:
Manufacturer ref# (B)(4).